Event description:
The customer reported that while running an hiv-p24 antigen assay, summit sample handler did not pipette lyse buffer in well position e12 and no error message was given. A field service engineer was dispatched and could not duplicate the problem. Fse replaced tip clamp in position 3, 8 and 12 and replaced tube lifter in position 4. No death or serious injury was associated with this event.